Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent and suspect peritonitis coincident with peritoneal dialysis (pd) therapy. Cause was not reported. The patient was treated with unknown medication (dose, route and frequency not reported). The outcome of the patient was unknown. No additional information is available. This is report 3 of 3.